Event description:
The user facility (a veterinary facility) reported that the user "accidentally cut the catheter [tubing] while trying to remove tape from a dog." Reportedly, attempts to locate the detached distal portion of the catheter were unsuccessful. Additional event specific info was not available.

Manufacturer narrative:
This report was not associated with a human pt. Results - is based on user facility info; is based on reserve sample eval. Conclusions - is based on user facility info; is based on reserve sample eval. The involved device was not returned for eval, which limits the failure investigation. However, the user facility description confirmed that the tubing was inadvertently cut in-half during removal. The fact that the catheter had been used for infusion without any difficulty minimizes the potential that the incident was related to a pre-existing device defect. Retention samples from the involved lot and surrounding lots were evaluated. All samples tested were confirmed to be properly assembled and met the performance specs. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. All available info has been placed on file in qa for appropriate tracking, trending, and follow up.